Manufacturer narrative:
Batch review performed on 23 june 2025: lot 2432697: (B)(4) items manufactured and released on 24-feb-2025. Expiration date: 2030-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional device involved: batch review performed on 23 june 2025: reverse shoulder system 04.01.0210 lat. Glenosphere 36xø27 (k193175) lot 2345637: (B)(4) items manufactured and released on 07-march-2024. Expiration date: 2029-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 weeks from the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and glenosphere. The surgery was completed successfully.